Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007, lot number 21065740 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was damaged. The following information was provided by the initial reporter: cracked line - 48 hours into use.